Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and treated with injection meropenem (1gm start dose 500mg twice a day) and injection vancomycin 1gm start dose for peritonitis. On an unknown date, pd therapy was discontinued and the patient's switched to hemodialysis (ongoing). Patient outcome was not reported. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10, h6 and h11. B5: upon follow up, it was reported that patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain, cloudy effluent, loss of appetite and vomiting. The patient was discharged 14 days after hospital admission. On an unknown date, antibiotic therapy was discontinued and the patient recovered from peritonitis. Pd therapy was restarted. It was reported the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.